Manufacturer narrative:
(B)(4). The patient connected for peritoneal dialysis therapy before the set-up was properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake and connected for peritoneal dialysis therapy before the set-up was properly primed. The technical service representative (tsr) was assisting the patient with set-up when the patient revealed that they have already put on new supplies and connected. The tsr instructed the patient about proper procedure and not being connected before the set-up and priming were completed. The tsr advised about starting over with new supplies, but the patient was just ending the therapy for the night. There was no patient injury or medical intervention associated with this event. No additional information is available.